Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. During the procedure, the left ventricular lead exhibited an increase in capture threshold. The high capture threshold was observed on all vectors of the lead. The physician then capped and replaced the lead on (B)(6) 2020. The patient was discharged from the hospital following the procedure.